Event description:
It was reported that during inspection upon receipt at the user facility, foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material was confirmed by a manufacturer repair technician through visual inspection. The hood is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during inspection upon receipt at the user facility, foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.